Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg was at end of life a few years after implant. The exact message displayed on the ipg is unknown. As such, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg. Stimulation was restored following the procedure. The implant date and additional device details have been requested.